Event description:
Received a call from a tech at (B)(6) about a chair (s/n (B)(4); (B)(6)) that sheared off the top of the seat post. Apparently the seat did not fall and there were not any injuries.

Manufacturer narrative:
Replacement part has been sent, but the part from client chair has not been returned for evaluation. The part will be evaluated once it arrives here. The chair was built according to the master device file and it was in spec when initially distributed.